Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device remains implanted.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed cracked valve seat diaphragm valve and delamination partial of the valve (adhesive failure). Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inside the device. A delamination total of the plug strap disk shell (adhesive failure) no further actions are required as the device was implanted. Additional, changed, and/or corrected data.